Event description:
Boston scientific crm received information that the patient with this device experienced syncopal episodes. The patient triggered stored electrograms show a slow rhythm. The patient has seen a neurologist and they want to do perform magnetic resonance imaging.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Information was later received that the patient might be symptomatic to ventricular pacing.

Event description:
Information was later received that the device was confirmed to be functioning appropriately.